Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer inquired about the safety scroll wrap notice they had received in the mail. The customer also reported receiving a message that indicated his blood glucose was outside the expected range. Customer also reported a low blood glucose incident where his blood glucose declined to 65 mg/dl. Customer treated their blood glucose with food. The customer declined to troubleshoot for their low blood glucose. Customer's blood glucose was 103 mg/dl at the time of the call. No additional information provided.